Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 4.0 x 23 mm xience alpine stent delivery system was advanced into the patient anatomy. The stent was advanced past the target lesion and it was noted that they were losing contrast out of the inflation device. The contrast was noted coming from the hypotube. The physician covered the area with his finger and the stent was able to be deployed without issue. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and functional inspection was performed on the returned device. The reported shaft leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use, states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks and other damage. The use after damage did not contribute to the damage of the device. The investigation determined the reported shaft leak appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.